Event description:
It was reported that the patient underwent an attempted surgery involving an artificial urinary sphincter (aus) due to unspecified reasons. During the procedure a cuff was used. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, e1, h2, h10 field change. Product investigation completed. Product analysis showed functionality of the device was as designed. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Product investigation completed. Product analysis showed functionality of the device was as designed. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an attempted surgery involving an artificial urinary sphincter (aus) due to unspecified reasons. During the procedure a cuff was used. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.